Manufacturer narrative:
Concomitant medical products: product ID: 37603 , serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient needed a mammogram and was worried because her left shoulder hurt; the patient stated it was possibly nerve damaged since implant. It was noted that the procedure was not due to a problem with the device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4): additional information was received from a patient. It was reported that the circumstance that lead to the reported issue included soreness at the left implantable neurostimulator (ins) site since implant. The patient also clarified that she was not diagnosed with nerve damaged; she was only concerned about having a mammogram with the soreness at the left ins site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.